Manufacturer narrative:
Continuation of d10: product ID 37761 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6), medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device.  The caller had a damaged recharger. Pt stated they received replacement recharger antenna  but that was "not the part I needed". Patient said her son came over and was able to put the wires back in on a previous damaged recharger cord. Pt stated they dropped the recharger on the sidewalk and now it is shattered. (Pt was hard to follow along with so event date and doctor questions were not asked). Patient stated that she has not been able to stand up straight for about 10 years and uses a cane and uses their right knee as a crutch. Pt repeated information from previous case regarding previous implants being replaced; that when they put her first stimulator in 3 months it was dead, then 3 months, then 6 months and then 8 months. Pt said the implant they have now has now has lasted for years. Patient said she is so nervous and hurting so bad she can't think and can't walk around because they are unable to charge the implant. Agent conferenced mdt rep rod renfrow and confirmed recharger was damaged and date the pt notified them. An email was sent to repair to replace the recharger. Pt called back and stated info that was originally reported, including walking difficulties and being "fully disabled". Pt reported that they got the replacement recharger and it worked to charge their implantable neurostimulator (ins), but they then found that the metal piece broke off of desktop charger (dtc). Pt then called local rep and was told to call patient services. A replacement device was sent out.

Manufacturer narrative:
H3: analysis of the desktop charger (serial number (B)(6)) found that the cable assembly was frayed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received on january 31, 2024. The patient (pt) reported and confirmed that the charge of the ins was only lasting about 3 days. They thought the ins needed to be replaced, so they stated they were trying to locate a doctor to replace it. Their injury took place in another state, but now the pt was living with their son in a different state, but they have not been successful at finding a doctor yet. They did try to contact the implanting doctor, but they didn't get any help from them. They had tried replacing the "bad part" of the "charging apparatus", but they were sent the wrong part, and were still in need of the "other part", which they had sent a picture of to a manufacturer representative (rep). The issue has not been resolved and they were still waiting to hear from the rep. The pt stated they kept losing their phone, so they did not know if the rep left them a message or not. They stated that when it rains or when it's cold their pain increases and they are in misery with the ins not working properly. They stated, now that it was winter, their pain was doubled. They confirmed this pain was not from the device, but rather from the 40+ surgeries they have had on their back for pain. They stated, that if the ins was working properly, then they can handle the pain. They stated this device is what keeps them moving, walking and sleeping. They stated that if they can get the part they need, they ca n handle the recharge every 3 or 4 days, no problem, and they understand that the device will last them another year or more.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID (B)(4) serial# (B)(6) product type recharger product ID 37761 lot# serial# (B)(6) product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient indicated that the implant lasted 3 months, not 3 days. The patient stated that there is probably a year left of life on the scs, and they need help to find someone to replace it.